Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced postprandial hyperglycemia with readings of 217 mg/dl and later 270 mg/dl, sought guidance on taking a manual injection, and was advised regarding potential insulin stacking and to consider a supply change if persistent highs continued during the device learning phase. Symptoms included hyperglycemia without alerts above 300 mg/dl for over 90 minutes and without ketone testing, medical intervention, assistance needs, or acute complications. Outcomes included no hospitalization, no professional medical intervention, and no back-up therapy use. Investigation included customer education and troubleshooting on device operation, learning phase expectations, and safe use of manual injections with temporary disconnection to prevent insulin stacking. Investigation of this case revealed no device alarms or malfunctions and no evidence of a component failure, with the event consistent with expected glycemic variability during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.